Event description:
A customer reported obtaining unexpected negative reactions with capture-r ready screen (3) when testing patient samples on the galileo echo instrument ((B)(4)).

Manufacturer narrative:
An immucor technical support specialist reviewed the image result files. Negative reactions were obtained for all three cells of the antibody screening assay. Cells 1 and 2 visually appeared negative as expected. Cell 3 visually appeared positive. Review of the image result files for the antibody identification assay showed negative reactions in cells 2, 3, 7, 8, and 11-14. Results visually appeared negative as expected. Cells 1, 4, 5, 6, and 9 resulted as positive with reaction strengths ranging from 1+ to 4+. Results visually appeared positive as expected. Equivocal results were obtained for cell 10. Visually, the cell appeared positive. Review of the image result files for repeat testing with the screening assay showed negative results were obtained for cells 1 and 2. Cells visually appeared negative as expected. Equivocal results were obtained for cell 3 which visually appeared positive. The customer was aware of technical communication cc-09-042-02 which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.